Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated that two months later, she began experiencing blood glucose levels, she reports that her bg's climbed to 500-600 and she began vomiting. She reports that she was hospitalized and treated with IV fluids and insulin and also an antibiotic as she also had an underlying infection. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.